Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced major bleeding on (B)(6) 2021. The patients hemoglobin was at 7.9 during inpatient stay. Blood substitutes in the form of erythrocyte concentrates were administered. Therapy with haemate was initiated due to suspected gastrointestinal bleeding. The patients hemoglobin remained stable during the course. The event reportedly resolved on (B)(6) 2021.